Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 444mg/dl. Customer states the blood glucose level for the morning was 220 mg/dl at the time of insulin flow blocked. The customer was treated with insulin pump for the high blood glucose. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer states the cannula was not bent. Customer reconnect tubing at quick release and prime a 5 unit fill cannula and the results of prime that the insulin exiting. The insulin pump will be returned for analysis.